Event description:
It was reported that during implant, the lead could not be tigthtened into the generator. The generator was not used. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated a missing set screw.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.